Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 30mm watchman flx laa closure device and delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. When the physician inserted the wds the patient began experiencing st segment elevations. The patient was given oxygen in response to this event. The wds was removed from the patient but there was no change in the patient's condition. The physician believed that upon inserting the wds, an air embolism was released into the patient from the was. 20 minutes later the patient recovered and showed no additional complications. The procedure was continued, and the physician successfully implanted the closure device in the laa of the patient. There were no other complications that were reported to have occurred, and the patient is fully recovered from this event.